Event description:
Event description guidant received information that this patient's physician requested a save-to-disk/memory dump be analyzed for evidence of premature battery depletion for this implantable cardioverter defibrillator (ICD). A guidant technical services (ts) consultant called the representative to review the results of the analysis and confirmed that the device is depleting appropriately. The ts consultant recommended that the patient/device be checked every three months and a save-to-disk/memory dump be prepared and forwarded to guidant to confirm that the device's battery continues to deplete at an appropriate rate.